Manufacturer narrative:
The complaint lists several contact lenses and brand names. We have no knowledge of the exact brand name that caused patient (B)(6)'s alleged injuries. The association between coopervision lenses and the event is unconfirmed. Submission of this report is not an admission of liability or guilt. Out of an abundance of caution, and to comply with FDA regulations. Coopervision submits this report for the sake of transparency and in compliance with federal laws.

Event description:
Patient (B)(6) filed a complaint in district court, alleging discomfort in her eye(s) and severe and debilitating injury to her eyes. The complaint also alleges legal blindness, loss of color and central vision. Onset of alleged condition is not known. Patient (B)(6) did not provide any medical information/records. No contact lenses and no lot numbers were provided for investigation.